Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and observed no physical damage on sensor patch. The sensor plug was visibly not properly seated. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). The sensor was unable to be reprogrammed, therefore extended investigation was required. Extended investigation has been performed and a visual inspection on returned sensor observed corrosion on the pcb (printed circuit board). Data was extracted from the puck and observed sensor state 6. Pqe (product quality engineering) measured the battery which was found to be within specification. Pqe then reprogrammed the sensor and performed a linearity test and observed the returned puck to pass linearity test. All results were within specification. Therefore, the readings issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.